Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at two and a half year remaining longevity. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but was at two and a half year remaining longevity earlier than previously estimated.

Event description:
It was reported that at start of session, this pacemaker device had a magnet rate of 90 pulses per minute (ppm) and gas gauge showed less than six months remaining longevity. At end of session, the device showed two and a half year remaining longevity. No changes were made to any parameters. To date, the pacemaker remains in service. No adverse patient effects were reported.